Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two revaclear 300 units had an internal blood leak during patient treatment. Treatment was terminated and it was not reported if the extracorporeal blood was returned to the patient. A new treatment was initiated, but this was also associated with an internal blood leak. There was patient involvement but no patient injury reported. No additional information is available.